Manufacturer narrative:
Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other similar complaints for this lot. No further action is warranted at this time. Final comments: complaint trends will continue to be monitored and CAPA will be initiated when deemed necessary by the appropriate responsible management personnel. There are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A consumer reports that following intraocular lens (iol) implant surgery, she has experienced permanent headaches and halo effect. The consumer does not remember the name of the implanting surgeon. In a f/u phone call with the pt, she stated that her symptoms have not changed. Add'l info has not been requested.